Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic right inguinal hernia repair with mesh. He had surgery 5 years and 9 months prior. The patient experienced pain, infections, and recurrence.